Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occured and catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 20 atmospheres for 10 seconds. However, during second inflation at 24 atmospheres for 10 seconds, the balloon ruptured. The balloon was fully deflated; however, catheter removal difficulties were encountered. The device was eventually removed with a guide catheter and the procedure was completed. No patient complications were reported.

Event description:
It was reported that balloon rupture occured and catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 20 atmospheres for 10 seconds. However, during second inflation at 24 atmospheres for 10 seconds, the balloon ruptured. The balloon was fully deflated; however, catheter removal difficulties were encountered. The device was eventually removed with a guide catheter and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 141.3cm distal of the tip. There was no manifold present. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a hole on the outer shaft 6mm long starting 73mm from the tip. The outer shaft was damaged a length of 10cm starting 73mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.